Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five months post generator change out, the patient experienced intermittent bradycardia on teleme try, below the programmed lower rate limit. The right ventricular (rv) lead exhibited failure to capture and possible under-sensed ventricular beat noted on stored electrogram (egm). The rv lead remains in use. No further patient complications have been reported as a result of this event.